Event description:
It was reported that the patient¿s stimulation had stopped working in march 2015. This was not due to normal battery depletion and the manufacturer representative was not certain why this was the case. The patient had reprogramming done, but nothing solved the issue. The patient was having a revision done today and they found the lead had twisted around the implantable neurostimulator (ins) and snapped inside the patient. The lead was damaged during the procedure. The health care provider (hcp) ended up replacing the entire system today and now everything looked good.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pswz, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.